Event description:
Ref imp # (B)(4).

Manufacturer narrative:
In the initial report the last batch review of the patella was wrongly cut. Here is the complete text: gmk primary resurfacing patella size 2 ref. 02.07.0034rp/ lot 091083 ((B)(4) devices produced and (B)(4) sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures.

Manufacturer narrative:
Document review: gmk stad cemented femoral component size 5 right: ref. 02.07.2005r/lot 091513 ((B)(4) devices produced and all sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk primary uc fixed tibial insert size 5 - 10mm: ref. 02.07.0510fuc/lot 090933 ((B)(4) devices produced and all sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk primary fixed cemented tibial tray size 5 right: ref. 02.07.1205r/lot 091460 ((B)(4) devices produced and all sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk primary resurfacing patella size 2: ref. 02.07.0034rp/lot 091083 ((B)(4) devices produced and (B)(4) sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, inclu ... From the data collected, there are no evidences that the infection is device related.